Manufacturer narrative:
During follow-up, the patient's mother said neither she or her son noticed any defects or malfunction with the ultram14 catheters. She did not know the lot number of the product he used at the time of the uti. She helped him catheterize by placing the items for his use and by emptying the urinal due to his having limited use of his hand and fingers, and they both wash their hands and she wears gloves.

Event description:
Intermittent catheter patient's (user) mother said the patient is using less catheters because he was constantly getting urinary tract infections (uti's) concurrent with catheter use and wanted to see if the decreased usage helps. During follow-up, the patient's mother said he was prescribed an antibiotic, took the full course, and seemed to recover.